Event description:
It was reported that patient with this implantable pacemaker experienced palpitations since after the change out and the was rhythmic turned off. Boston scientific technical services (ts) discussed options for troubleshooting and optimizing program. Also, ts discussed that there is evidence of atrial under sensing was noted. This device remains in service. No adverse patient effects were reported.